Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd¿ insulin syringe was broken. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (2) 1/2cc, 8mm, 30g syringes with the blister pack from lot # 7177526. Customer states that the barrel is broken. Both returned syringes were examined and both exhibited cracks in the barrel ranging from the 25-40 unit markings. CAPA 162566 was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7177526 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch# 7177526. All inspections and challenges were performed per the applicable operations qc specifications. There were twenty nine (29) notifications (B)(4). Noted that did not pertain to the complaint. There were three (3) notifications (B)(4). Noted for damaged barrel. There were four (4) notifications (B)(4) noted for damaged tips. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes: 1. Defect could have occurred at the prep dial of the metro assembly machine. Loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2. Infeed dial at barrel printers. 3. Loss of back pressure at infeed rail also at form fill & seal. CAPA 162566 was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7177526 was manufactured prior to initiation of this CAPA correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the barrel of the bd¿ insulin syringe was broken. There was no report of exposure, injury, or medical intervention noted.